Manufacturer narrative:
Sorin group (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A f/u report will be sent when the investigation is complete.

Manufacturer narrative:
Sorin group (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the heater-cooler displayed multiple error messages during set up and that the errors resulted in a complete loss function for both the patient circuit and the cardioplegia circuit. A sorin service representative replaced the patient bridge, cardioplegia bridge and distribution board. After the replacements and calibration, the unit was returned to service. The replaced bridges and distribution board were forwarded to sorin group (B)(4) and then sent to the supplier for evaluation. It was found that the safety resistor on the distribution board was melted. Both bridges showed normal deposition with lime scale on the base. This indicates moisture inside the pump motors which presumably caused a short circuit leading to a too high current consumption. No nonconformities were noted during manufacturing record review. The issue will be monitored for trends and if identified, corrections will be recommended.

Event description:
Sorin group received a report that the heater-cooler displayed multiple error messages during set up and that the errors resulted in a complete loss of function for both the pt circuit and the cardioplegia circuit. There was no pt involvement.